Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported hemostasis valve leak could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report the air noted in the steerable guide catheter hemostasis valve. It was reported that on (B)(6) /2017, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) and steerable guide catheter (sgc) were prepared for use per instructions for use (IFU). After the insertion of the clip delivery system (cds), air was noted in the hemostasis valve of the steerable guide catheter (sgc) and it was suspected that the clip introducer had a leak. Aspiration was performed to remove the air from the devices; however, no air was noted in the patient anatomy. The cds was removed from the sgc and a new device was used with the same sgc. Two clips were implanted and the mitral regurgitation was reduced from grade 4 to grade 1-2. No additional information was provided.